Event description:
It was reported that, approximately one week after implant, the patient was experiencing diaphragmatic stimulation at maximum outputs from the right atrial (ra) lead. High thresholds, a loss of capture and muscle and nerve stimulation were also noted. It was indicated that the lead was unable to sense p waves. The lead was programmed off. Approximately five days later, a lead revision was attempted. The lead was found to have dislodged and was causing pocket stimulation. Lead repositioning was attempted but optimum placement could not be obtained and the physician requested an alternative lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.